Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 7f launcher guide catheter was intended to be used to treat a severely tortuous, moderately calcified lesion in the distal lad. There was no damage noted to the device packaging. The device was removed from the packaging with no issues. The device was inspected with issues. It is reported that the mid-section catheter became badly damaged and kinked while in the patient. Resistance was encountered when advancing the device and excessive force was used during insertion. The device was excessively torqued. The launcher was removed from the patient without intervention and was replaced with another launcher when implanting a stent. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: as received the catheter was severely torqued, exhibiting approximately 8 turns. The catheter has exposed braids on the damaged area. The torqued section extends for approximately 4.5cmin length. The damage is 66cm from the tip. One torsional kink was noted 56.5cm from the tip. The tip of the catheter was round and smooth. Actual inner and outer diameter measurements met specifications. The catheter was torqued for approximately 8 turns. Image analysis: photo received matched the product returned, exhibiting torqued catheter shaft. If information is provided in the future, a supplemental report will be issued.